Event description:
It was reported the patient experienced a shocking sensation while lying in bed. The patient was turning up the amplitude at the time of the event. It was also reported the patient was not able to adjust the stimulation. They were unable to synchronize with the ins. An error message appeared on the programmer display. Additional information has been requested but was not available on the date of this report.